Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The cannula of the infusion set was bent. The patient's blood glucose level was around 500 mg/dl and he went to the hospital. The patient was treated with insulin and he was at the hospital for one hour.